Event description:
A report was received from the (B)(6) stating a gastropexy was performed and one of the three t-fasteners detached after placement. The two remaining t-fasteners did not detach. The t-fastener was secure on the outside but it detached, it appeared as if the metal piece detached from the thread. The clinician reported not pulling the t-fasteners too hard or pulling the t-fasteners up too tight during the procedure. Additional information received on 03/12/2015 stated the first t-fastener fell off in the endoscopy suite once the placement of the enteral feeding tube was completed. The second t-fastener detached two days later once the clinicians removed the dressing. The clinician stated the procedure went well, all t-fasteners were deployed and the polyurethane locking disks were secured. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned by customer.